Event description:
It was reported that the cable overheats when used with the rf multigen. It was discovered during testing. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
Upon evaluation of the device, no failure was found. The device was discarded by the manufacturer.

Event description:
It was reported that the cable overheats when used with the rf multigen. The was discovered during testing. There were no adverse consequences, no medical intervention and no delay.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.